Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on oct 21, 2024 with lot number 3304317. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during analysis. As per the investigation procedure deformation and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" diagnosed by MRI. This record is for right side. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side "rupture" diagnosed by MRI. Device remains implanted.